Event description:
It was reported that the plunger separated from the indeflator while deflating a angioplasty balloon. A 20 cc syringe was used to manually deflate the balloon. Reportedly, the balloon was deflated in 20 seconds. No patient injury was associated with this event.